Event description:
The surgery center reported that a laser vision correction patient was presented with faint central corneal infiltrates on both (ou) eyes at a 3 month post-operative exam. The surgery center discovered the eyes to have faint superficial central paracentral corneal infiltrates more on left eye (os) than the right eye (od). The patient noticed blurry vision on the os for 2 days and a mild dryness sensation. Topical steroid were increased to treat the symptoms. The patient was using artificial tears (at) and was prescribed tobradex four times a day. Through follow up, the surgery center indicated the symptoms have been resolved and that the topical steroids that were increased were outside the standard of care. Bcva from (B)(6) 2015: right eye post-op 20/20 -3.25 x -.50 x 152, left eye post-op 20/20 -2.75 x -.75 x 12.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.